Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture even at the maximum pacing output value. The patient was noted to not be dependent on ventricular pacing therapy. An x-ray was completed and confirmed that the lead position had changed. The patient was noted to not have been compliant with arm movement restrictions after the lead was implanted approximately one (1) month ago. As a result, the rv lead was surgically repositioned, and the lead remains in-service. No additional adverse patient effects were reported.